Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for brushing (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, the consumer noticed that the toothbrush broke in half and snapped at the white rubber grip part while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the consumer did not report a lot number. A sample was requested but had not been returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use revealed no adverse trends. An increase was noted and this could be attributed to an increase in shipment quantity. A review of the trending data by product family reach total care plus whitening toothbrush for potential malfunction revealed no adverse trends. There were no related manufacturing /facility issues found within in a two year review period prior to the alert date of the complaint (oct-2010 to 16-oct-2012). The design/ formula/ packaging/ labeling changes were reviewed for a two year review period prior to the alert date of the complaint (oct-2010 to 16-oct-2012). The change of a basic handle material was validated and released on 12-sep-2012. Based upon an acceptable manufacturing/facility issues and related product change reviews, due to lack of a lot number and sample and no adverse trends the complaint and the root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for brushing (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, the consumer noticed that the toothbrush broke in half and snapped at the white rubber grip part while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.